Event description:
The customer reported the system stopped producing x-rays during examination, but after being rebooted the system maintained functionality. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.